Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that unspecified bd¿ intima-ii catheter was damaged. This was discovered during use. The following information was provided by the initial reporter: at 11:40 am on february 9th, 2020, the pregnant woman was given an intravenous infusion of 5% glucose and 500ml indwelling needle according to the doctor's advice. The appearance was not damaged when used. The blood was returned after the needle was opened. The blood vessel was not damaged. Murphy's dropper was not dripping. After the needle was withdrawn, the catheter was found to be kinked and damaged, and explained to the pregnant woman.